Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a cut in the cable was found. The focus ring was found cracked and the switchboard was damaged. The reported issue was confirmed due to a faulty cable unit. The rear cover labels were erased. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the image was not working while using a camera head. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was likely the video was not displayed because the video communication could not be transmitted to the processor. It appeared that nothing was wrong with the device per the product shipment record. The cable breakage is likely due to user handling. The instructions for use (IFU) provides the following guidelines: "do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product."